Event description:
Attempted to retrieve a stone from the patient's urethra with a stone basket when the device (basket) seemed to get stuck. Once the basket was pulled free the device seemed damaged. The basket being used did not operate properly.